Manufacturer narrative:
E1 initial reporter phone number- (B)(6). Date of event is estimated. The results of the investigation are inconclusive based on the information provided a device problem was not identified, as a result a conclusive cause for the reported patient effect, and the relationship to the product, if any, cannot be determined.

Event description:
It was reported that during implant procedure on (B)(6) 2024 patient stopped berating and his oxygen level dropped he patient got intubated and could breathe eventually but after his recovery he started to cough and sneeze blood. They did chest xray and decided to admit the patient.